Event description:
It was reported that during a laparoscopic appendectomy procedure a 5mm scope was inserted in the trocar and pneumo leaking occurred. The surgeon switched to a 10mm scope to stop the pneumo leak and completed the case with no patient consequence.

Event description:
During an attempted implant, the lead perforated the right ventricle and patient developed cardiac tamponade. Patient expired.